Event description:
It was reported that following an urgent percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment revealed the common femoral artery (cfa) puncture with no calcification. A 6.5f sheath was used during the procedure. Three hours later, the patient developed an 8cm hematoma during bedrest. An ultrasound revealed stenosis and calcification at the puncture site and 4 units of blood was given. The patient has recovered. The patient was on dialysis. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.